Event description:
Attorney reported: in 2006 - patient had a ventral hernia repair whereby a mesh bard composix kugel hernia patch was implanted. In 2007 - after encountering problems and discovering the recall, patient had the original mesh patch removed and a new patch put into place.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.